Manufacturer narrative:
The customer's reported condition of failure code 270:320:844:0000 was confirmed. Inspection of the device found that this failure code was caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported a pump with failure code 570:320:844:0000. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.